Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure coli embedded in the right posterior myometrium the right cornu and left cornu"), device expulsion ("right essure coli embedded in the right posterior myometrium the right cornu and left cornu"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. A45107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, polymenorrhea, vaginal ulceration and adenomyosis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomhy with bilateral salpingectomy), surgery (hysterectomhy with bilateral salpingectomy), surgery (had surgery to remove the essure implant, hysterectomy (full)), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, abdominal distension, dysmenorrhoea, vaginal discharge, fatigue and alopecia outcome was unknown, the genital haemorrhage, abdominal pain and back pain had resolved and the dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery right ¿ essure coli embedded in the right posterior myometrium the right cornu, not in the right fallopian tube lumen.focal peritubal calcification with minimal inflammation. Left. Essure coli embedded in myometrium of the left cornu and into the lumen of the left allopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion on (B)(6) 2016, surgical pathology report diagnosis showed uterus, cervix, and bilateral fallopian tubes, resection: serosa - unremarkable. Cervix - mild cervicitis, otherwise unremarkable. Endometrium - thin and weakly proliferative. Myometrium- no significant abnormalities. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Described embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), dysmenorrhea (cramping), vaginal discharge, fatigue, abdominal pain, lower back pain, hair loss. Concomitant disease, lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure coli embedded in the right posterior myometrium the right cornu and left cornu"), device expulsion ("right essure coli embedded in the right posterior myometrium the right cornu and left cornu"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. A45107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, polymenorrhea, vaginal ulceration and adenomyosis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomhy with bilateral salpingectomy), surgery (had surgery to remove the essure implant) ,and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, abdominal distension, dysmenorrhoea, vaginal discharge, fatigue and alopecia outcome was unknown, the genital haemorrhage, abdominal pain and back pain had resolved and the dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery: right essure coli embedded in the right posterior myometrium the right cornu, not in the right fallopian tube lumen.focal peritubal calcification with minimal inflammation. Left. Essure coli embedded in myometrium of the left cornu and into the lumen of the left allopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. On (B)(6) 2016, surgical pathology report diagnosis showed uterus, cervix, and bilateral fallopian tubes, resection: serosa - unremarkable. Cervix - mild cervicitis, otherwise unremarkable. Endometrium - thin and weakly proliferative. Myometrium- no significant abnormalities. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Described embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coli embedded in the right posterior myometrium the right cornu and left cornu'), device expulsion ('right essure coli embedded in the right posterior myometrium the right cornu and left cornu'), genital haemorrhage ('bleeding'), pelvic pain ('pain/I had an ultrasound a few weeks ago because of pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and gastric ulcer ('stomach ulcer') in a 31-year-old female patient who had essure (batch no. A45107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida. On (B)(6) 2016, surgical pathology report diagnosis showed uterus, cervix, and bilateral fallopian tubes, resection: serosa - unremarkable. Cervix - mild cervicitis, otherwise unremarkable. Endometrium - thin and weakly proliferative. Myometrium- no significant abnormalities. Concurrent conditions included menometrorrhagia, polymenorrhea, vaginal ulceration and adenomyosis. Concomitant products included omeprazole (prilosec). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/brown spotting"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain"), weight loss poor ("inability to lose weight"), insomnia ("insomnia"), dyspepsia ("heartburn pain"), depression ("depression"), breast pain ("painful breasts"), peripheral swelling ("swollen hand and feet"), cyst ("cyst"), pruritus ("itching"), rash ("rash"), cervical radiculopathy ("I got a pinched nerve in my neck"), bacterial vaginosis ("bacterial vaginosis"), polycystic ovaries ("pcos"), scar ("scar tissue is growing"), musculoskeletal pain ("shoulder blade pain"), gastric ulcer (seriousness criterion medically significant), abdominal pain upper ("stomach keeps cramping"), headache ("headache"), morning sickness ("morning sickness"), chloasma ("melasma "), iron deficiency ("iron deficiency"), cyst rupture ("cyst ruptured") and ovarian haemorrhage ("ovary that hemorrhaged"), was found to have a pregnancy with contraceptive device ("my blood pregnancy test, would have flipped had that come back positive"), was found to have hormone level abnormal ("hormonal imbalance"), serum ferritin increased ("ferritin level increased"), weight decreased ("I have lost 5 lbs") and weight increased ("weight increased") and underwent infusion ("infusion"). The patient was treated with surgery (ablation, gastric bypass surgery, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy, c-section). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, abdominal pain lower, abdominal distension, dysmenorrhoea, vaginal discharge, fatigue, alopecia, hormone level abnormal, weight loss poor, insomnia, serum ferritin increased, dyspepsia, depression, breast pain, peripheral swelling, weight decreased, cyst, pruritus, rash, cervical radiculopathy, bacterial vaginosis, weight increased, infusion, polycystic ovaries, scar, musculoskeletal pain, gastric ulcer, abdominal pain upper, morning sickness, chloasma, iron deficiency, cyst rupture and ovarian haemorrhage outcome was unknown, the genital haemorrhage, abdominal pain, back pain and headache had resolved and the dyspareunia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, bacterial vaginosis, breast pain, cervical radiculopathy, chloasma, cyst, cyst rupture, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, gastric ulcer, genital haemorrhage, headache, hormone level abnormal, infusion, insomnia, iron deficiency, menorrhagia, morning sickness, musculoskeletal pain, ovarian haemorrhage, pelvic pain, peripheral swelling, polycystic ovaries, pregnancy with contraceptive device, pruritus, rash, scar, serum ferritin increased, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased and weight loss poor to be related to essure. The reporter commented: patient need for additional surgery right ¿ essure coli embedded in the right posterior myometrium the right cornu, not in the right fallopian tube lumen. Focal peritubal calcification with minimal inflammation. Left. Essure coli embedded in myometrium of the left cornu and into the lumen of the left allopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4) -new reporter, e2b company number, source documents and reference section were transferred to this case. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coli embedded in the right posterior myometrium the right cornu and left cornu'), device expulsion ('right essure coli embedded in the right posterior myometrium the right cornu and left cornu'), pelvic pain ('pain'), genital haemorrhage ('bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. A45107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included menometrorrhagia, polymenorrhea, vaginal ulceration and adenomyosis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain"), insomnia ("insomnia"), dyspepsia ("heartburn pain"), depression ("depression"), breast pain ("painful breasts"), peripheral swelling ("swollen hand and feet"), cyst ("cyst"), pruritus ("itching"), rash ("rash"), cervical radiculopathy ("I got a pinched nerve in my neck") and bacterial vaginosis ("bacterial vaginosis") and was found to have hormone level abnormal ("hormonal imbalance"), the first episode of weight increased ("inability to lose weight"), serum ferritin increased ("ferritin level increased") and the second episode of weight increased ("I have lost 5 lbs"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and had surgery to remove the essure implant, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, abdominal distension, dysmenorrhoea, vaginal discharge, fatigue, alopecia, hormone level abnormal, insomnia, serum ferritin increased, dyspepsia, depression, breast pain, peripheral swelling, the last episode of weight increased, cyst, pruritus, rash, cervical radiculopathy and bacterial vaginosis outcome was unknown, the genital haemorrhage, abdominal pain and back pain had resolved and the dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, breast pain, cervical radiculopathy, cyst, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, genital haemorrhage, hormone level abnormal, insomnia, menorrhagia, pelvic pain, peripheral swelling, pruritus, rash, serum ferritin increased, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient need for additional surgery right ¿ essure coli embedded in the right posterior myometrium the right cornu, not in the right fallopian tube lumen. Focal peritubal calcification with minimal inflammation. Left. Essure coli embedded in myometrium of the left cornu and into the lumen of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, surgical pathology report diagnosis showed uterus, cervix, and bilateral fallopian tubes, resection: serosa - unremarkable. Cervix - mild cervicitis, otherwise unremarkable. Endometrium - thin and weakly proliferative. Myometrium- no significant abnormalities. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Described embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: reporter and medical history added. Added event hormonal imbalance, inability to lose weight, insomnia, ferritin level increased, heartburn pain, depression, painful breasts, swollen hand and feet, I have lost 5 lbs, cyst. Pinched nerve in my neck, itching, rash, bacterial vaginosis. On 20-dec-2019: wrong source document attached. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coli embedded in the right posterior myometrium the right cornu and left cornu'), device expulsion ('right essure coli embedded in the right posterior myometrium the right cornu and left cornu'), genital haemorrhage ('bleeding'), pelvic pain ('pain/I had an ultrasound a few weeks ago because of pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and gastric ulcer ('stomach ulcer') in a 31-year-old female patient who had essure (batch no. A45107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida. *on 14-jun-2016, surgical pathology report diagnosis showed uterus, cervix, and bilateral fallopian tubes, resection: serosa - unremarkable. Cervix - mild cervicitis, otherwise unremarkable. Endometrium - thin and weakly proliferative. Myometrium- no significant abnormalities. Concurrent conditions included menometrorrhagia, polymenorrhea, vaginal ulceration and adenomyosis. Concomitant products included omeprazole (prilosec). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/brown spotting"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain"), weight loss poor ("inability to lose weight"), insomnia ("insomnia"), dyspepsia ("heartburn pain"), depression ("depression"), breast pain ("painful breasts"), peripheral swelling ("swollen hand and feet"), cyst ("cyst"), pruritus ("itching"), rash ("rash"), cervical radiculopathy ("I got a pinched nerve in my neck"), bacterial vaginosis ("bacterial vaginosis"), polycystic ovaries ("pcos"), scar ("scar tissue is growing"), musculoskeletal pain ("shoulder blade pain"), gastric ulcer (seriousness criterion medically significant), abdominal pain upper ("stomach keeps cramping"), headache ("headache"), morning sickness ("morning sickness"), chloasma ("melasma "), iron deficiency ("iron deficiency"), cyst rupture ("cyst ruptured") and ovarian haemorrhage ("ovary that hemorrhaged"), was found to have a pregnancy with contraceptive device ("my blood pregnancy test, would have flipped had that come back positive"), was found to have hormone level abnormal ("hormonal imbalance"), serum ferritin increased ("ferritin level increased"), weight decreased ("I have lost 5 lbs") and weight increased ("weight increased") and underwent infusion ("infusion"). The patient was treated with surgery (ablation, gastric bypass surgery, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy, c-section). Essure was removed on 14-jun-2016. At the time of the report, the embedded device, device expulsion, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, abdominal pain lower, abdominal distension, dysmenorrhoea, vaginal discharge, fatigue, alopecia, hormone level abnormal, weight loss poor, insomnia, serum ferritin increased, dyspepsia, depression, breast pain, peripheral swelling, weight decreased, cyst, pruritus, rash, cervical radiculopathy, bacterial vaginosis, weight increased, infusion, polycystic ovaries, scar, musculoskeletal pain, gastric ulcer, abdominal pain upper, morning sickness, chloasma, iron deficiency, cyst rupture and ovarian haemorrhage outcome was unknown, the genital haemorrhage, abdominal pain, back pain and headache had resolved and the dyspareunia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, bacterial vaginosis, breast pain, cervical radiculopathy, chloasma, cyst, cyst rupture, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, gastric ulcer, genital haemorrhage, headache, hormone level abnormal, infusion, insomnia, iron deficiency, menorrhagia, morning sickness, musculoskeletal pain, ovarian haemorrhage, pelvic pain, peripheral swelling, polycystic ovaries, pregnancy with contraceptive device, pruritus, rash, scar, serum ferritin increased, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased and weight loss poor to be related to essure. The reporter commented: patient need for additional surgery: right essure coli embedded in the right posterior myometrium the right cornu, not in the right fallopian tube lumen.focal peritubal calcification with minimal inflammation. Left. Essure coli embedded in myometrium of the left cornu and into the lumen of the left allopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain. Lot number:a45107, manufacturing date:2012/08, expiration date:2015/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coli embedded in the right posterior myometrium the right cornu and left cornu'), device expulsion ('right essure coli embedded in the right posterior myometrium the right cornu and left cornu'), pelvic pain ('pain'), genital haemorrhage ('bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and gastric ulcer ('stomach ulcer') in a 31-year-old female patient who had essure (batch no. A45107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida. *on (B)(6) 2016, surgical pathology report diagnosis showed uterus, cervix, and bilateral fallopian tubes, resection: serosa - unremarkable. Cervix - mild cervicitis, otherwise unremarkable. Endometrium - thin and weakly proliferative. Myometrium- no significant abnormalities. Concurrent conditions included menometrorrhagia, polymenorrhea, vaginal ulceration and adenomyosis. Concomitant products included omeprazole (prilosec). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In june 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/brown spotting"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain"), weight loss poor ("inability to lose weight"), insomnia ("insomnia"), dyspepsia ("heartburn pain"), depression ("depression"), breast pain ("painful breasts"), peripheral swelling ("swollen hand and feet"), cyst ("cyst"), pruritus ("itching"), rash ("rash"), cervical radiculopathy ("I got a pinched nerve in my neck"), bacterial vaginosis ("bacterial vaginosis"), polycystic ovaries ("pcos"), scar ("scar tissue is growing"), musculoskeletal pain ("shoulder blade pain"), gastric ulcer (seriousness criterion medically significant), abdominal pain upper ("stomach keeps cramping"), headache ("headache"), morning sickness ("morning sickness"), chloasma ("melasma "), iron deficiency ("iron deficiency"), cyst rupture ("cyst ruptured") and ovarian haemorrhage ("ovary that hemorrhaged"), was found to have a pregnancy with contraceptive device ("my blood pregnancy test, would have flipped had that come back positive"), was found to have hormone level abnormal ("hormonal imbalance"), serum ferritin increased ("ferritin level increased"), weight decreased ("I have lost 5 lbs") and weight increased ("weight increased") and underwent infusion ("infusion"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy, c-section, gastric bypass surgery and had surgery to remove the essure implant, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, abdominal distension, dysmenorrhoea, vaginal discharge, fatigue, alopecia, hormone level abnormal, weight loss poor, insomnia, serum ferritin increased, dyspepsia, depression, breast pain, peripheral swelling, weight decreased, cyst, pruritus, rash, cervical radiculopathy, bacterial vaginosis, weight increased, infusion, polycystic ovaries, scar, musculoskeletal pain, gastric ulcer, abdominal pain upper, morning sickness, chloasma, iron deficiency, cyst rupture and ovarian haemorrhage outcome was unknown, the genital haemorrhage, abdominal pain, back pain and headache had resolved and the dyspareunia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, bacterial vaginosis, breast pain, cervical radiculopathy, chloasma, cyst, cyst rupture, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, gastric ulcer, genital haemorrhage, headache, hormone level abnormal, infusion, insomnia, iron deficiency, menorrhagia, morning sickness, musculoskeletal pain, ovarian haemorrhage, pelvic pain, peripheral swelling, polycystic ovaries, pregnancy with contraceptive device, pruritus, rash, scar, serum ferritin increased, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased and weight loss poor to be related to essure. The reporter commented: patient need for additional surgery right ¿ essure coli embedded in the right posterior myometrium the right cornu, not in the right fallopian tube lumen.focal peritubal calcification with minimal inflammation. Left. Essure coli embedded in myometrium of the left cornu and into the lumen of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events added. My blood pregnancy test, would have flipped had that come back positive, weight increased, pcos, scar tissue, shoulder blade pain, stomach ulcer, stomach keeps cramping, headache, morning sickness, melisma, iron deficiency, device ineffective, cyst ruptured, ovarian hemorrhage. Reporter, concomitant drug were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse") and menorrhagia ("menorrhagia"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.